Manufacturer narrative:
(B)(4).

Event description:
It was further reported there was effusion observed at baseline or at the end of the procedure. There were 2 partial recaptures of the closure device, all criteria was met prior to release in the laa. The patient was monitored and the effusion resolved.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-09450. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The watchman access system was used to deliver a 30 mm watchman laa closure device and delivery system. The closure device was implanted in the laa. There were no issues during the procedure and no complications occurred. Later in the evening following the procedure, the patient developed some chest discomfort and an echocardiogram was ordered. A small pericardial effusion was observed. Intervention was not required. No further patient complications were reported.